Manufacturer narrative:
Reportability of events: the patient had developed chronic renal failure prior to the initial procedure. The pre-existing chronic renal failure was exacerbated after the initial procedure, causing the post-procedure renal insufficiency, and therefore, renal insufficiency is not related to the device. Regarding the catheter infection, it was caused by a pathogen present on the catheter, not on the device. Therefore, the catheter infection is not related to the device. Regarding the patient&#65533;fs death, the article states that it is not likely to be aneurysm-related and that it is more likely to be the death caused by cardiac arrhythmia. Also, the physician commented that the patient&#65533;fs death is not related to the gore device. Therefore, the patient&#65533;fs death was determined not to be related to the device. Device evaluation: further information, including item/lot numbers of the device, could not be obtained. Therefore, a review of the manufacturing paperwork could not be performed.

Event description:
In a literature review, the following information was obtained. D, kawamura., et al. "Four cases of emergent endovascular repair of an abdominal aortic aneurysm rupture." Medical journal of yamaguchi university. November, 2013, vol. 62 (4). 206-207. In 2011 (exact date unknown), the patient was implanted with a gore® excluder® aaa endoprosthesis using a gore® dryseal sheath endoprosthesis to treat an abdominal aortic aneurysm rupture. Immediately after the initial procedure, the patient developed ischemia of the left leg. It was revealed that in the area from the left external iliac artery to the left common femoral artery, the vessels were occluded by a plaque and intimal flalp. Reportedly, while a gore® dryseal sheath was being advanced, a portion of the vessel intima was separated by the sheath. The separate portion of the intima occluded the left common femoral artery, causing the ischemia of the left lower extremity. The physician removed those in the vessels, and the blood flow to the left leg was recovered. One day after the initial procedure, the patient developed the renal insufficiency and a continuous hemodiafiltration was performed to treat the renal insufficiency. It was reported that the post-procedure renal failure was due to the exacerbation of the pre-existing chronic renal failure. Thirteen days after the initial procedure, the patient developed high fever, and a new catheter was replaced as the previous one was suspected to be infected. A test revealed that (B)(6) was present on the leading end of the previous catheter, and it was, therefore, reported that the catheter infection was not related to the gore device. Fifteen days after the initial procedure, the patient developed a sudden cardiac arrest. Resuscitation was unsuccessful, and the patient expired. It was reported in the article that the proximal neck length was 10mm and the neck was reverse tapered so that this patient would be outside of the instruction for use (IFU). There revealed a heavy calcification in the iliac arteries as well. As autopsy was not performed, it was unknown if the patient's death was an aneurysm-related death. However, the article states that the patient's death is not likely to be aneurysm-related and that it is more likely to be the death caused by cardiac arrhythmia. Additionally, the physician commented that the patient's death is not related to the gore device.